Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(6). The returned breathing circuit was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed a crack on the proximal connector of the expiratory limb. No damage was found on the expiratory limb tubing. The pressure test showed that the returned device was within specification. A lot check could not be carried out as the lot information was not provided. Conclusion: we are unable to determine what may have caused the damage noted on the returned breathing circuit. Previous investigations of similar complaints suggest that the observed cracking on the connector was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they found a crack on the expiratory limb connector on an rt265 infant dual heated evaqua2 breathing circuit. No patient consequence was reported.